Manufacturer narrative:
(B)(4). Device evaluation: a visual examination identified that approximately 6 mm of 1 blade and pad was lifted from the proximal edge. The blade was not detaching from the balloon. A section of the pad remained on the balloon at the proximal end. All remaining blades were present and fully bonded to the balloon surface. The device was attached to an encore inflation unit/ positive pressure was applied when a leak was noted. A further microscopic examination identified a leak adjacent to the lifted blade at the point where it was still bonded to the balloon. The tip of the device was microscopically examined and no issues were noted with its profile. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a peripheral angioplasty treatment procedure, a lifted atherotome/blade occurred. The lesion was located in the arteriovenous fistula of the left arm and shoulder. The physician used a syringe to inflate a 2 cm peripheral cutting balloon and on the second inflation the balloon ruptured. Upon removal it was observed that the atherotome/blade was bent and loose. The procedure was completed with this device. There were no reported complications and patient's status is stable.